Event description:
It was reported the patient fell approximately 4-5 months ago. It was stated that it had been confirmed that the device was tilted around or flipped and the patient was unable to recharge. It was stated the patient was able to charge at first but had gotten worse over the last month. The patient was seeking an hcp to revise the device.

Manufacturer narrative:
Lead model 3998, lot # j0543044v, extension model 3708260, serial # (B)(4), programmer model 37742, serial # (B)(4), recharger model 37752, serial # (B)(4).